Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter line infection was inconclusive because the alleged event could not be assessed at the bard access field assurance laboratory. The product returned for evaluation was one 10fr t/l hickman catheter. The sample terminated approximately 1cm distal of the bifurcation. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. Light usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion and aspiration with no observed leaks. Tactile inspection of the sample revealed tensile weakness in the blue-luered lumen extension tubing just proximal of the trifurcation. During examination of the sample, no features were observed that supported the report of an infection; however, certain clinical conditions, including infection, cannot be replicated at the field assurance laboratory. Consequently this complaint is inconclusive at this time. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huzh0269 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported for patient " sm" the line was inserted on (B)(6) 2015 and after the line was repaired the patient experienced a line infection and was administered antibiotics through cvc neck line and has since had another PICC line placed.